Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that when they checked the set they found leakage under filter vent during patient infusion of an unspecified chemotherapy drug. The infusion was completed when the event was noted. The healthcare provider flushed the tubing with normal saline and closed the tube. Since the infusion was completed already, no further actions required. There was no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.